Event description:
It was reported to philips that image processing computer was unable to boot, preventing a full system boot. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to boot up. A review of the system logfile confirmed the malfunctioning of the frontal ip-pc. Upon functional testing, the fse found that both the ippc and the main cabinet were not receiving power. The fse observed that the l2 breaker was tripped but upon unplugging the ippc power cord, the l2 breaker remained stable and did not trip, which confirmed the failure in the ippc power supply. The cause of the ippc failure could not be conclusively determined by the supplier's part analysis. However, the replacement of the ippc and hdd by the fse resolved the reported issue and restored the functionality of the system. After replacement the board software was downloaded, and the system was returned to use in good working order. The codes were updated based on the investigation outcome.